Manufacturer narrative:
The subcutaneous hemorrhage at the wound site was confirmed, then, additional 20 to 30 min manual pressure was applied. However, the patient went into shock, therefore the patient was given blood transfusion of 600cc. CT was conducted, and hemorrhage was confirmed, and then, additional 30min manual pressure was applied again. The patient was placed at rest for one night. The next day the patient was in the stable condition, but the subcutaneous hematoma was confirmed at the wound site. No further treatment for the hematoma was conducted. It was noted that this was the second time the physician had used the device. The plug was deployed at its intended location. The physician commented there was calcification observed at access site by CT examination after the procedure. But he did not notice the calcification during the procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00590 and 9616099-2012-00591.

Event description:
The information received from the affiliate states that after deployment of the exoseal plug, a subcutaneous hemorrhage at the wound site was confirmed. The patient went into shock, and was given blood transfusion. The patient's age was unknown, but was a female. The procedure being performed was an angioplasty (pta) of a chronic total occlusion (cto) lesion in the right superficial femoral artery. A contralateral approach was made from the right common femoral artery with a guiding sheath (parent, 6f). After the pta, the guiding sheath was exchanged for a different sheath introducer (brite tip sheath, 6f/11cm, lot 15668028). Then, the exoseal (7f: complaint product) was inserted into the sheath introducer. The sheath introducer was retracted to connect the sheath hub to the sheath adapter. The physician confirmed the sheath adapter was connected to the hub of sheath introducer firmly. Then, the physician confirmed the bleed back signal from the bleed-back indicator, and the exoseal with the sheath introducer was retracted as a unit. The back flow from the bleed back indicator was confirmed to be disappeared, and the physician continued retracting the exoseal and the sheath introducer until the indicator window had changed to black-black from black-white pattern. The physician noted that after the back flow was confirmed to have disappeared from the bleed back indicator, the exoseal with the sheath introducer was retracted too much. The physician tried to push the plug deployment button, but it was difficult to depress the button. In addition, the indicator window showed unstable pattern. Though the pattern of black-black was changed to black-white and black-red, the physician managed to depress the plug deployment button and deploy the plug. The exoseal with the sheath introducer was removed from the patient. However it was not confirmed if the plug was placed at the proper position, so the physician tried to apply manual pressure to achieve hemostasis.

Manufacturer narrative:
The information received from the affiliate states that after deployment of the exoseal plug, a subcutaneous hemorrhage at the wound site was confirmed. The patient went into shock, and was given blood transfusion. The patient's age was unknown, but was a female. The procedure being performed was an angioplasty (pta) of a chronic total occlusion (cto) lesion in the right superficial femoral artery. A contralateral approach was made from the right common femoral artery with a guiding sheath (parent, 6f). After the pta, the guiding sheath was exchanged for a different sheath introducer (brite tip sheath, 6f/11cm, lot.15668028). Then, the exoseal (7f: complaint product) was inserted into the sheath introducer. The sheath introducer was retracted to connect the sheath hub to the sheath adapter. The physician confirmed the sheath adapter was connected to the hub of sheath introducer firmly. Then, the physician confirmed the bleed back signal from the bleed-back indicator, and the exoseal with the sheath introducer was retracted as a unit. The back flow from the bleed back indicator was confirmed to be disappeared, and the physician continued retracting the exoseal and the sheath introducer until the indicator window had changed to black-black from black-white pattern. The physician noted that after the back flow was confirmed to have disappeared from the bleed back indicator, the exoseal with the sheath introducer was retracted too much. The physician tried to push the plug deployment button, but it was difficult to depress the button. In addition, the indicator window showed unstable pattern. Though the pattern of black-black was changed to black-white and black-red, the physician managed to depress the plug deployment button and deploy the plug. The exoseal with the sheath introducer was removed from the patient. However it was not confirmed if the plug was placed at the proper position, so the physician applied manual pressure to achieve hemostasis. Subcutaneous hemorrhage at the wound site was noted so an additional 20 to 30 min manual pressure was applied. However, the patient went into shock, therefore the patient was given blood transfusion of 600cc. CT was conducted, and hemorrhage was confirmed, and then, additional 30min manual pressure was applied again. The patient was placed at rest for one night. The next day the patient was in the stable condition, but the subcutaneous hematoma was confirmed at the wound site. No further treatment for the hematoma was conducted. It was noted that this was the second time the physician had used the device. The physician commented there was calcification observed at access site by CT examination after the procedure but he did not notice the calcification during the procedure. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator's thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician proceeded with plug deployment when window signal was not optimal. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, based on the information available for review, there are possible procedural factors (indicator window was not in black/black position, second deployment by the physician) that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00590 and 9616099-2012-00591.